Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 (mg/dl) and fainted. Customer was taken to the hospital where they were hospitalized and treated with glucose gel and an intravenous injection of "d25". Reportedly, customer stated that they had bent cannulas and had been using their pump supplies for anywhere between 2-4 days. Customer was released from the hospital on (B)(6) 2016.